Manufacturer narrative:
On (B)(4) 015, medela customer service responded to the customer's email and requested her to reset the battery. During the complaint handling follow up on (B)(6) 2015, she stated the battery reset. Instructions provided by medela customer service resolved the battery charging issue and that her freestyle breast pump is working well. During the complaint handling follow up on (B)(6) 2015, the customer stated that on (B)(6) 2015, the doctor diagnosed her with a mastitis infection and prescribed her the antibiotic dicloxacillin. She states that she is fully recovered from the mastitis infection with no reoccurrence. She noted that she breast pumped two days prior to the mastitis diagnosis due to the baby having latching difficulties and needed to empty her breasts. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self- limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2015, the customer emailed medela customer service stating that her freestyle breast pump battery would not charge. During the customer follow up on (B)(6) 2015, the customer stated that on (B)(6) 2015, her doctor diagnosed her with a mastitis infection and prescribed her the antibiotic dicloxacillin. She states that she has fully recovered from the mastitis infection.